Event description:
Additional information was received noting that the event occurred prior to an unknown procedure on december 26, 2022. According to the reporter, the procedure was completed using the same device without any delays.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation , it is likely that an image was not displayed because communication failure occurred due to faulty cable and faulty charged coupled device (ccd). As to the cause of the faulty cable and faulty ccd, it is likely that they were deteriorated because water leaked from the damaged part of the cable. The phenomenon could have been prevented by following the instructions found in the IFU which states: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, appearance defect was noted on the video connector, faulty charged coupled device unit (ccd-u) was noted, the scope mount had loose parts, and the cable had physical stress. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the camera head had a broke cord. There was no harm or user injury reported due to the event.